Manufacturer narrative:
The analyzer alarm trace contained multiple sample short alarms on the date of the event near the time sample was processed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found the dilution vessel was damaged and replaced it. Calibration and qc passed successfully.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 8000 cobas ise module. The initial sodium result was 134 mmol/l and the repeat result was 140 mmol/l. The questionable result was reported outside of the laboratory. The repeat result was believed correct. The electrode lot number and expiration date were requested but were not provided.